Manufacturer narrative:
The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. There are no signs of a thermal event occurring inside of the battery compartment. Based on our evaluation and the condition of the device the root cause determined to be manufacturing related. Sample evaluated.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure on (B)(6) 2021, the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip irrigator was connected to the fluid bag; the fluid leaked into the battery pack causing it to get hot & short out. As reported the batteries were corroded and causing it to not shut off. There was no reported patient injury.